Event description:
Pump declared altitude alarm 21, temporarily suspending insulin delivery. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer cleaned speaker holes and reconnected the cartridge, successfully resuming insulin delivery after waiting. Customer planned to monitor the situation and report if the issue recurred.